Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that immediately after the implantation of an intraocular lens (iol), damage to the optic part of the iol was found.  Additional information was received stating the iol was explanted and the new iol was implanted. The patient's condition was satisfied. Damage was detected after implantation (when the iol was already in the capsule bag). It looked like a big scratch on the optics of a lens. It was because of this that the surgeon was forced to explant the lens and put another one. The operation was completed on the same day.